Event description:
Home patient reports leak noted during initial drain of homechoice therapy, due to pet cat chewing tubing line of homechoice set. Home patient reports they restarted with new homechoice set to complete treatment. No patient injury or medical intervention required per home patient.